Manufacturer narrative:
Date of initial report: may 23, 2007.

Event description:
The report stated that during a subtotal gastrectomy, the surgeon activated the device and rec'd an end tone, confirming the end of a successful sealing cycle. But the last 1 cm at the tip of the electrode did not seal tissue. Oozing bleeding occurred, and was treated with another ls2071 handpiece.